Event description:
Two patients underwent an endoscopic retrograde cholangiopancreatography (ercp) with the electrosurgical unit (esu/generator) in 06. The esu's settings were endo cut mode at 200 watts, effect 3. Perforations occurred in both patients, but now they are fine.

Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. Testing included an electrical safety chek, a function check of each of the equipment's features, and a power output check. The generator was/is operating as intended and within its specified parameters. As a result, no failures/defects were found with the unit that would have caused or attributed to the events. The reported settings were/are common for the clinical application. Based upon past reported events of this type there were probably many factors involved with the incidents. For example; use of the equipment, technique, and the patient's condition. It appears though that the doctor's technique may have been a factor in the events [note: it was reported that the physician was tapping on the pedal of the footswitch while using the mode. Accelerated energy (power peak system - pps) is delivered for a short time to get the endo cut mode started and tapping/short activations in the mode is not recommended because of the initial concentrate thermal insult.] However, no conclusive determination could be made as to the cause of the situation. To further address the situation, additional in-service training was performed at the medical center on 05/23/06 with the involved physician and nursing staff.